Manufacturer narrative:
Batch review performed on 21 november 2018: lot 180652: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved in dislocation, revised: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115), lot. 179847: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Document review performed by ceramic ball head manufacturer ceramtec and provided on november 20, 2018: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect or nonconformities regarding sterilization. Due to a lack of ceramic parts further investigation cannot be done.

Event description:
On oct 22, 2018 we were informed that the patient came in due to a dislocation. On (B)(6) 2018, the patient had a primary surgery. On (B)(6) 2018 the patient dislocated and was closed reduced. The patient dislocated again on (B)(6) 2018 and was closed reduced again. Both times, the head dislocated from the liner. On (B)(6) 2018 the surgeon revised the mpact 2-hole size 58mm cup to a dm cup.